Event description:
A customer reported experiencing a cartridge alarm while using their insulin pump, specifically when resuming insulin delivery after showering. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged to replace the pump and instructed the customer on how to put the pump into storage mode and return it. The customer was also informed about the steps to take upon receiving the replacement pump and acknowledged the instructions given. The customer continue to use current pump & mdi if issue recurs.